Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates with multiple cartridges. Reportedly, the cartridges were filled with 300 units of insulin, and displayed an accurate initial fill estimate of over 200 units (+200) of insulin in the cartridge. However, within a day, the insulin gauge decreased to a fill estimate of 20 units. There was no impact to the customer's blood glucose level.